Event description:
Pfc femoral impactor used at hosp failed during surgery. The black plastic impactor head held in place by two hex bolts has sheared away from the metal base. This has caused plastic debris to be sent into the joint space of the operated knee. Which has proved very difficult to remove from the pt's tissues.